Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed red foreign matter on the vent plug area. The needle grip assembly was observed to be assembled different. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The red foreign matter was sent for fourier transform infrared analysis (ftir), and the results show the foreign matter matched with protein. There is no red colored substance used in the manufacturing or during inspection of the arterial cannula. There is only one liquid used during the assembly of arterial cannula and it is colorless. The inspection liquid used for arterial cannula is also colorless. There is no protein in these two liquids. A simulation was conducted by connecting a sample to the water valve filled with green colored liquid. This is to simulate pressured water going into the sample¿s fluid path like how the user uses the arterial cannula. After the sample is subjected to this simulation, green colored liquid was observed in the vent plug area. Based on the above investigation, the red foreign matter on the sample could have been introduced outside manufacturing facility.

Event description:
Blood like stain inside catheter.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm had foreign matter. Blood like stain inside catheter.

Manufacturer narrative:
Based on the device history record review, there is an outgoing inspection to inspect for fm during the in-process inspection, no foreign matter quality notification being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. No sample was received. If there was a sample receive, the foreign matter can be investigated on its cause. The complaint will be re-open when there is sample receive for this complaint. The complaint trend will be monitored.

Event description:
Blood like stain inside catheter.